Event description:
It was reported by the customer's mother that the customer had issues with a no delivery alarm. Caller indicated that the customer had dropped to 25 mg/dl and he had glucose tablets and a glucagon kit. Customer's pump settings has been changed every week for the last 4 weeks, but they are still working on it. Caller declined troubleshooting. Customer's blood glucose level is 381 mg/dl. Customer already treated and feels terrible, but they have recalculated their settings. Caller reported that the alarm was resolved by a complete set change. Customer was not hospitalized. Infusion set/reservoir will be replaced. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.